Event description:
Instrument information; approximate number of uses (cutting tools)? Initial use. Type of cleaning method used? Ultrasonic. Type of sterilization method used? Autoclave. Reason for return? Other: failure to integrate. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).